Manufacturer narrative:
The reported event of ineffective stimulation was not confirmed. As received, the lead passed electrical testing. No root cause was identified for the reported issue.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2021-01051.

Manufacturer narrative:
Date of event is estimated.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2021-01051. It was reported the patient's peripheral leads were explanted and replaced to address the issue of ineffective stimulation.